Event description:
Et tube kinked back of pt's mouth. Ventilator appropriately alarmed. Rt tech responded immediately. Pt was not getting appropriate volumes because vent was peak pressuring. Could not advance suction catheter. Pt hr stable but rr increased to 42 from 12 and tidal volumes decreased from around 800 to 120 ml. Pt's'sats stayed at 99. Immediately noted kinked tube in pt mouth. Tried to unkink the tube. When unable to achieve adequate airway, pt extubated with no adverse affects. Pt is fine. The et tube was kinked, with a twist in it. At the time of removal, could not straighten tube. After a period of time the et tube straightened itself. Pictures are inclosed of what tube looked like at time of removal. Rga#96001154. Unit will be sent as soon as pictures are developed.